Event description:
It was reported that during a hand assisted lap cholectomy procedure, the top firing fell off upon removal from the packaging and the sleeve was ripped. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.